Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading over 600 mg/dl. The customer stated that he uses a model mmt-399 quick-set infusion set and that he last changed his infusion set six days prior to the event. The customer also stated that he has been experiencing high blood glucose levels for the past week leading up to the event. It was found in the insulin pump's alarm history that the customer has received several no delivery alarms. The time was incorrect on the insulin pump due to daylight savings time and the customer mentioned occasionally having a bent cannula. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.